Event description:
Surgeon asked for a 3.5mm locking screw to put in a variax clavicle plate. The tech gave him the correct screw and he screwed it into the plate. The screw did not lock properly. He asked for a new locking screw of the same length and that one locked into the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the non-locking screw could not be confirmed. The device was returned plastically damaged and was not possible to perform a functional inspection. The threads of the screw head and shaft were damaged: metal burr extending beyond the first screw head thread and material disintegration on the remaining screw shaft threads was observed. The pattern of this damage appears to be most likely related to multiple screw insertion attempts. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history record for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities.

Event description:
Surgeon asked for a 3.5mm locking screw to put in a variax clavicle plate. The tech gave him the correct screw and he screwed it into the plate. The screw did not lock properly. He asked for a new locking screw of the same length and that one locked into the plate.